Manufacturer narrative:
H3: device not returned to MFR. H6: a software revision, designed to help reduce the likelihood of inappropriate artifact during rhythm analysis, was installed in the customer's devices. The devices were returned to the customer for use.

Event description:
The rptr states that, subsequent to multiple pt case reviews of cardiac arrest responses by the devices, a large number of operator initiated, pt's electrocardiograph rhythm analyses are mistakenly judged by the device to be non-shockable because of what appears to be excessive electrocardiograph artifact.